Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling cartridges with 200 units of insulin. Customer's blood glucose level was 210 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues and continued to use the pump for insulin therapy.